Event description:
It was reported that the patient had a penile prosthesis device that consisted of boston scientific bsc inflatable penile prosthesis cylinders and pump which were connected to a non-bsc reservoir. An impending erosion was observed at the distal tip of the patient's penis. The physician then replaced the cylinders and pump with bsc manufactured components. However, he decided to retain the existing non bsc reservoir. There were no further patient complications.